Event description:
Additional information received indicated the event was observed during a remote follow-up and the patient was in stable condition. No intervention is anticipated to be performed and the patient will be monitored.

Event description:
It was reported a decrease in sensing and loss of capture were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead. Abbott technical support was contacted and confirmed the event.